Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported from the head nurse in the intensive care unit that blood was found leaking from the side port while in use. The device was removed and replaced successfully. There was no patient injury, complications or therapy delays. The patient outcome was listed as fine.